Event description:
The or staff recently experienced a case in which the cover ripped, leaving part of the cover of the absorber. Despite the presence of the remaining bright orange cover, the absorber was able to connect to the anesthesia machine and passed the subsequent leak test.